Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
High/ out of range shock impedance was reported on this lead. Lead remains implanted and will be evaluated further. No adverse patient events were reported. Should additional information become available, this file will be updated.